Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full investigation will occur upon receipt of returned product.

Event description:
Head starts to wobble while brushing teeth then the head came off / comes apart as you brush teeth [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she was having problems with the oral-b power oral care refills precision clean. She stated that at first the head was fine, but it started to wobble while she was brushing her teeth with her oral-b rechargeable toothbrush type 3756; then the head came off, coming apart as she brushed her teeth. She explained that she could still see the pin that held it together. She purchased the brush heads in a pack of 4; this was the first brush head out of the pack. In another pack she had 2 brush heads like this. This was not the first time she had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided.